Manufacturer narrative:
Additional info has been requested yet not received. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2013-00285.

Event description:
Report received from france state: "bad suction during phaco mode. The filter of the aspirating tubing (stable chamber) seems to be not evenly made. No pt injury. Additional info states that within the I/a mode with aspiration of 550mmhg the aspiration worked with minor delay. The flow of bss was less than normal, in a fixed amount of time there was less bss inside the cartridge than usual (compared with a fully working set)."